Event description:
It was reported that during an unknown procedure, prior to use of the trocar, the surgeon tried to insert the trocar into the cannula but the trocar would not go through the cannula. It seems there may be an 11mm cannula with a 12mm cap and 12mm trocar. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Sleeve the analysis results found that a 2b12lt device was returned in good visual condition. In order to replicate the reported incident, it was attempted to insert the obturator into the sleeve assembly, however it was observed that the obturator did not fit as intended. The sleeve was measured and it was confirmed to be from a 11 mm device. The condition of incorrect components is related to the manufacturing process of the device.